Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported a pillcam recorder froze during pairing. The patient was already sedated in preparation for endoscopic capsule placement. The customer reset the recorder, however an error still persisted. The procedure was aborted. A repeat procedure is required. There was no harm to the patient or user.